Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed static on the monitor. The event occurred before sedation for the colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h3, h6 the device was returned to olympus for inspection, and the reported failure was confirmed that there was a flickering image. A root cause could not be identified. Based on the results of the investigation, it is likely that the scope was showing static on the monitor when plugged in due to electrostatic discharge caused by a damaged printed circuit board and the most probable cause is traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.